Event description:
It was reported that this left ventricular (lv) lead was programmed lv ring to can and pacing from tip and ring to can produced a noticeable stimulation. (B)(6) technical services (ts) typically extended bipolar is similar in threshold to unipolar measurements and program appropriate safety margin on output. To date, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).